Event description:
Caller reported experiencing a cartridge alarm identified as alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed harmful levels. Customer service, acknowledging consecutive cartridge alarms, decided to replace the pump which was under warranty. The customer was informed about the incoming replacement with updated software and instructed on how to return the faulty pump using a prepaid service. They were also advised on transferring pump settings and connecting their cgm to the new device. All instructions were understood and acknowledged by the caller.